Event description:
A hospital in (B)(6) reported via our distributor that two mr290v humidification chambers had damaged and leaking feedsets. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. The second complaint chamber was from lot 1210290105, with a manufacture date of 29 october, 2012. Results: for both chambers, visual inspection revealed a break in the water feedset tube where it connects to the chamber dome. The surface of the break was rough. A lot check revealed one other complaint of this nature for lot 120911 and no other complaints of this nature for lot 121029. Conclusion: the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).